Event description:
Information as reported to davol: it was reported that during a gastrostomy tube procedure, the tip on the simpulse solo came off several times during use. The surgeon replaced it each time and completed the case. There was no patient injury as a result of the problem experienced. The sample was disposed of by the user after the case.

Manufacturer narrative:
The subject product was returned for evaluation and as a result a definitive root cause cannot be determined at this time. The force applied to the unit during use cannot be determined at this time and may have contributed to this event. A review of the manufacturing records for the reported product code and lot number revealed that there were no discrepancies noted during manufacture. While a definitive conclusion cannot be made it is possible that a combination of force applied to the device in use in combination with a possible lack of adhesive on the device could result in the problem experienced.